Event description:
Pt came to hosp for same day surgery. Cardiac monitoring showed evidence of intermittent pacemaker spikes, evidence of decreased lead resistance in unipoplar, and bipoplar modes consistent with insulation fracture.